Event description:
It was reported that the pt's test device went well, until the leads "worked their way out". The permanent device was placed and also worked well until the leads moved. The stimulation, at that time, left the pelvic area and started down the right leg making the toes bounce. On (B)(6) 2010, a lead replacement was performed and the device worked appropriately, again. The pt was knocked down, and fell, on (B)(6) 2010. The device then "stopped working" and the pt experienced a shocking sensation. The pt returned to self-catheterization. No further details or pt outcome were provided at the time of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).